Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were occasional air in line issues with nuisance air-in-line. The clinicians clean the ail sensor with an alcohol swab, flick the pumping segment. Bd clinical practice consultant discussed air-in-line prevention and troubleshooting. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.